Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's monitor screen was white and it would not respond. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (white screen, will not respond) was confirmed. Upon investigation the monitor initially powered up normally but later displayed a white screen and would not respond. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause analysis. No adverse event resulted from the defective monitor. The patient was issued a replacement monitor.